Event description:
It was reported that the device longevity was not lasting as long as anticipated. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device longevity was not lasting as long as anticipated. The device remains in use. It was further reported that the device had premature battery depletion. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.